Event description:
It was reported the catheter was found split during use on the patient. Two devices were used. The first one was found split, so the doctor opened a second one. The doctor used the second one and when the operation was finished, the catheter was found split. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00773; 9680794-2023-00772. The customer provided one image showing a used arterial catheterization device. Visual analysis revealed that the catheter body was severed and was crimped/folded over the deployed guide wire. The customer returned one, opened arterial kit for analysis. Signs of use were observed inside the guide wire tubing. Visual analysis revealed that the guide wire handle was completely advanced. The guide wire exited out of the needle bevel. It was also noted that the catheter body was separated around the middle of the extrusion. The separated end was partially advanced off the cannula. The point of separation was located right at the needle bevel. This is damage consistent with the catheter body being retracted back over the needle bevel. The catheter body was completely removed, and severe kinking was noted on the guide wire body. The customer was contacted to determine if they were aware of the kinking on the guide wire. They confirmed that any kinking on the guide wire was likely a result of the severed catheter. The catheter body was separated 11mm from the catheter hub. The catheter body outer diameter measured 0.035", which is within the specification limits of 0.035"-0.037" per the catheter extrusion product drawing. The catheter body inner diameter measured 0.027", which is within the specification limits of 0.027"-0.029" per the catheter extrusion product drawing. The guide wire outer diameter measured 0.390mm, which is within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. The cannula outer diameter measured 0.025", which is within the specification limits of 0.0250"-0.0255" per the cannula product drawing. Both ends of the severed catheter body were completely deployed off the cannula. Minor resistance was encountered due to the crimped catheter body and kinking on the guide wire; however, the catheter was able to be fully deployed. Performed per IFU statement , "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel". An attempt to retract the guide wire back through the cannula was also performed; however, this was not possible as the kinks prevented the guide wire from passing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report of a separated catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was severed around the middle of the catheter extrusion. The separated end was located directly adjacent to the needle bevel and was severely crimped around the guide wire. The appearance of the points of separation are consistent with damage resulting from the catheter coming in contact with the needle bevel. Despite the damage, the sample met all relevant dimensional requirements , and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00772.

Event description:
It was reported the catheter was found split during use on the patient. Two devices were used. The first one was found split, so the doctor opened a second one. The doctor used the second one and when the operation was finished, the catheter was found split. There was no harm to the patient.

Manufacturer narrative:
(B)(6). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported the catheter was found split during use on the patient. Two devices were used. The first one was found split, so the doctor opened a second one. The doctor used the second one and when the operation was finished, the catheter was found split. There was no harm to the patient.